Manufacturer narrative:
Citation: husain et al. An optimized assessment pathway for remote patients: the vancouver facilitated transcatheter aortic valve im plantation program. Cjc open. 2024 jul 6;6(10):1220-1226. Doi: 10.1016/j.cjco.2024.07.001. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding optimized assessment for remote patients who underwent transcatheter aortic valve implantation (tavi). The study population included 56 patients enrolled between (B)(6) 2020 and (B)(6) 2023. Multiple manufacturer¿s devices were implanted in the study population; five patients were implanted with a medtronic evolut bioprosthetic valve. One death occurred inthe study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the death. Adverse events that occurred in possible relation to a medtronic valve included: complete heart block requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.